Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -8.50/+2.00/87 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens had tore during injection/delivery into the eye. Intraoperatively the lens was removed and replaced with a longer length same model lens with no patient injury. This resolved the problem.

Manufacturer narrative:
(B)(4). Claim#: (B)(4).